Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on 9/1/2017 stating that this lead safety switch upon interrogation. Changed back to bipolar and got measurements of 2000, 2140 ohms. Pace threshold at 3.5v in bipolar, 0.6v in unipolar. Sensing was 2mv uni, 1.2mv bi. It was slao stated that lead had a partial fracture, so will want to watch for noise on the lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).